Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during an unknown procedure performed on an unknown date. During the procedure, nurse tried to deploy the clip but when she closed and tried to fire, the clip did not get deployed and was stuck. She tried to hyperextend to release the clip, but it was still stuck. When the nurse pulled out the scope, the spring broke. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during an unknown procedure performed on an unknown date. During the procedure, nurse tried to deploy the clip but when she closed and tried to fire, the clip did not get deployed and was stuck. She tried to hyperextend to release the clip, but it was still stuck. When the nurse pulled out the scope, the spring broke. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. It was reported that the clip could not close at all.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h11: block b5 was updated to include additional information received on august 26, 2024. Block h6 has been updated to code failure to close deeming this a non-reportable scenario, due to additional information received on august 26, 2024.